Event description:
Customer reports that an aviva meter, purchased in united states, produced values with mmol as the unit of measure. The correct unit of measure for domestic blood glucose monitors is mg/dl. No test results were provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.